Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 306547 batch#: 4255153 verbatim: defective product potential mold found on saline syringe no patient harm.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there was potentially mold found on a saline syringe. To aid in the investigation, one sample with no packaging flow wrap and two photos were received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel luer, luer tip and inner part of the tip cap have a dark colored discoloration. The top part of the syringe barrel luer tip is not uniform. An attempt to remove the discoloration with an alcohol wipe was not successful. Under 30x magnification, the discoloration was confirmed as burnt plastic. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if barrel resin became stuck in the mold. A device history record review was completed for provided material number 306547, lot 4255153. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.